Manufacturer narrative:
Analysis synthesis: the remote monitoring system specifications were reviewed, and it was confirmed that the absence period is considered to prevent a message from being sent to the patient. However, a notification is still sent to the physician after 14 days without any communication between the implant and the smartview connect (back office). It should be noted that this observation has been acknowledged and, depending on the recurrence of similar events, it may be evaluated as a potential enhancement in future system updates. This case is recorded for trending purposes.

Event description:
Reportedly, an absence period was recorded for a patient into the rms website from (B)(6) 2025 to (B)(6) 2025. However, an automatic notification about a missing check-in after 14 days was still received, despite the recorded absence. It concerns the implant with serial number (B)(6).

Event description:
Reportedly, an absence period was recorded for a patient into the rms website from (B)(6) 2025. However, an automatic notification about a missing check-in after 14 days was still received, despite the recorded absence. It concerns the implant with serial number (B)(6).